Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: the initial customer report indicates that the device does not recognize when cassette is attached. The complaint was confirmed during the latch lock test. The latch lock and the flex circuit were replaced with new ones. The performance verification test was performed. All tests passed within specifications. Probable cause: damaged latch lock. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device does not recognize when a cassette is attached. There was no patient involvement; event occurred during testing.